Event description:
Caller alleged imprecison results with inratio. Results as follows: 06/16/06 first test inr = 4.3 second test inr = 5.0 third test inr = 5.2

Manufacturer narrative:
Inratio precision data provided by end-user lot 060102 06/16/06 first test inr = 4.3, second test inr =5.0, third test inr = 5.2. Mean =4.83; sd =0.47; %cv = 9.77%. The %cv is less than or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.